Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that she is taken the customer to the hospitalized due to high blood glucose. Caller stated that the customer blood glucose is 471 mg/dl, her insulin pump did not alarm and did not vibrate. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Low reservoir alarm and vibrator motor functioned properly during testing.